Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code for this report includes hwc. A review of the device history records was performed and no complaint related issues were found. The device was received for investigation. Visual inspection showed that the locking mechanism was in the fully locked position and the tab was bent. Based on the examination, the locking tab was bent as a result of the locking mechanism being in the locked position when attempting to insert the helical blade. An internal corrective action has been opened to address the root cause of this issue.

Event description:
It was reported that during a right hip nailing procedure, the locking mechanism was down and deployed. Surgeon did not know the locking mechanism was deployed. Surgeon inserted the nail and then the helical blade, but the helical blade got wedged in the nail. Surgeon tried backing up the locking mechanism on the nail, but he couldn't because it was damaged from the helical blade insertion. Surgeon backed out the helical blade and nail. Surgeon used a new nail and the same blade to complete the procedure with no further problems. There was no harm to the patient.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report, as a result of remediation activities related to FDA warning letter dated, february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received, regarding this event after filing, this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Original awareness date is (B)(6) 2012. Placeholder.